Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -13.5/+3/112 diopter in to the patient's left eye (os). The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: on (B)(6) 2016, the patient's uncorrected visual acuity was 20/20. Implanted (B)(6) 2016 . Device evaluation: lens was returned dry, in lens case/vial. There was clear surgical/residue on product. Visual inspection found the lens haptic bent. Conclusion code: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Corrected data: (B)(4).